Manufacturer narrative:
Product analysis of ped2-500-18, lot# b400660 ¿ damage location details: no bend was observed on the pushwire. The hypoyube was stretched. The shrink tubing was intact but pulled back from the proximal bumper. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The distal and proximal dps restraints were intact. The dps sleeves were intact with no signs of damage. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex shield braid appeared to be fully opened and moderately frayed. No other anomalies were observed. ¿ conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at the distal end as the distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed. However, the cause for damage could not determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a pipeline shield that failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular left ophthalmic artery segment aneurysm. The aneurysm max diameter was 3mm and the neck diameter was 6mm. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was not administered. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The tip coil of the pipeline device was unsheathed and the pushwire was pushed to expose the device. The pipeline did not open so it was pushed a bit more but the distal portion of the device did not open. The pipeline was dragged back toward the ica but still did not open and the decision was made to remove the device. It was noted that the pipeline was not positioned in vessel bend. The pipeline was sheathed 2 or less times. There were no additional steps or devices used to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The pipeline was replaced to complete the procedure. There was no harm or injury to the patient.